Event description:
During a tier I evaluation of a firstpass needle and suture capture, the suture capture may have fallen off into the pt's shoulder. The physician attempted to search for the fragment during surgery but could not locate it. The pt reported to be doing well post-operatively and is not felling any extra pain.

Manufacturer narrative:
A lot history review was performed for the device lot. No abnormalities were identified that would lead to the reported product problem. The device was not returned for evaluation so a visual and functional test could not be performed. The root cause of the suture capture detachment could not be determined.